Event description:
It was reported that during power injection with bd maxplus¿ pressure rated extension set with removable needleless connector the extension set pops off and leakage occurred where the j-loop connects to the catheter hub. There was no patient impact. The following information was provided by the initial reporter: CT technician requesting information about the differences in a new extension set, product code mp5303-c. States the luer of the set is a different color. States they have had issues with the extension set "popping off" during power injection procedures and wants to know if we have any recommendations on why the extension sets look different.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22109063, medical device expiration date: 05-oct-2025, device manufacture date: 04-oct-2022. Medical device lot #: 22109194, medical device expiration date: 13-oct-2025, device manufacture date: 10-oct-2022. Medical device lot #: 22119047, medical device expiration date: 05-nov-2025, device manufacture date: 01-nov-2022 . Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during power injection with bd maxplus¿ pressure rated extension set with removable needleless connector the extension set pops off and leakage occurred where the j-loop connects to the catheter hub. There was no patient impact. The following information was provided by the initial reporter: CT technician requesting information about the differences in a new extension set, product code mp5303-c. States the luer of the set is a different color. States they have had issues with the extension set "popping off "during power injection procedures and wants to know if we have any recommendations on why the extension sets look different.

Manufacturer narrative:
Investigation summary. No photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A review of the male luer connector has determined that it is constructed within its design parameters. The male luer connector design does not allow for the securement collar to travel freely on the tubing set, and now sits in a groove on the male luer body. This is part of the design of the male luer connector. A device history record review was performed and there were no relevant production issues or quality notifications.